Event description:
It was reported that the lift handle will not lock in place due to dirt/debris in the lock assembly. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.